Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test and self test. No unexpected blank display noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked keypad at select button, stained keypad overlay, missing serial number label, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. Customer states my pump have not been working for two weeks. The customer has already performed troubleshooting and is calling back to advise the display is still blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.